Manufacturer narrative:
No patient information is available. Xeridiem is legal manufacturer for the entuit gastrostomy br balloon retention feeding tube. Model number reported is xeridiem part number. Catalog number reported is part number for xeridiem's exclusive distributor for the device, cook medical. Device (gastrostomy tube) could not be evaluated since it was not returned. The anchors referred to in the event description are additional accessories distributed with the entuit gastrostomy tube by cook medical. The anchors are not designed or manufactured by xeridiem.

Event description:
The patient presented with wounds with pus and necrosis of the skin under the anchors. Patient outcome: disinfection and wound care.